Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a history of right bundle branch block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The patient had a prior history of right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, after the non-abbott guidewire passed the native aortic annulus, the patient developed an atrioventricular block (av) block. The valve was noted to have been successfully implanted at a depth of 5mm on the non-coronary cusp. It was noted that the pacemaker will be implanted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient is stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.